Manufacturer narrative:
Concomitant medical products: 407652, implanted: (B)(6) 2007. Product event summary: the distal portion of the lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. This lead was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was prophylactically explanted. The rv lead was returned, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.